Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received on the adc device. Due to this, the customer experienced a loss of consciousness and/or a seizure however, there was no third party medical intervention reported. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) has been returned and investigated. Sensor plug was properly seated in the mount and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). No failure modes were observed with the sensor plug upon visual inspection. Upon investigation, the sensor was de-cased and no issues were observed on the sensor¿s printed circuit board assembly (pcba). The returned battery was measured to be within specification. Therefore, this issue is confirmed to brown out reset. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted. Additional info: section d4 (UDI) was updated. Section h4 (device mfg date) was updated based on the returned product download.

Event description:
A customer reported via webform that a sensor error message was received on the adc device. Due to this, the customer experienced a loss of consciousness and/or a seizure however, there was no third party medical intervention reported. No further information was reported. There was no report of death or permanent injury associated with this event.